Event description:
It was reported that the battery charger cord melted during a procedure. The procedure was completed with another device. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The battery charger was received at the MFR for eval, and the reported condition was confirmed. Based on the investigation details, a possible cause was problems with the device's electrical assembly, which was replaced along with other components.